Event description:
It was reported that, a patient had a tha on (B)(6) 2003. The patient started to feel hip pain since (B)(6) 2013. A surgeon noticed the fractured exeter stem on x-ray on (B)(6) 2013. He will plan a revision tha to replace the stem on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device history review or complaint history was not performed as no devices were sufficiently identified. Visual inspection showed the stem fractured through the mid-stem region approximately 3.0 inches (75mm) from the distal tip. Fracture originated along the lateral surface and propagated medially. The fracture surface associated with the distal tip was entirely obscured by explantation related damage. Material analysis reveals that the exeter stem fractured in fatigue through the mid-stem region, originating on the lateral surface and propagating medially. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the device features examined. Review of medical records shows that the position of femoral x-mesh has been the principal driver for failure while cement technique and original limited stem length have been additional but secondary critical factors. At revision in 2013 a more adequate bone reconstruction was obtained on the femoral side together with a new exeter stem. No information about potential additional patient-related factors although the failure through procedure-related factors should be considered as very plausible and more than adequate to have caused the problems just by itself. This pi case is procedure-related in root cause of failure and not device-related. The clinical consultant concluded that the root cause of failure has been the position of the femoral x-mesh leading to impingement with the acetabular reconstruction and thereby contributing to failure of femoral bone graft incorporation which again lead to persistence of the overload condition around the proximal stem section with fatigue accumulation around the none bone supported section of the exeter stem and ultimately to fracture through fatigue as also documented in and compatible with the explant materials analysis. Explant materials analysis confirms there were no material or manufacturing defects noted. The reported event regarding stem fracture involving an exeter device was confirmed.

Event description:
It was reported that, a patient had a tha on (B)(6) 2003. The patient started to feel hip pain since (B)(6) 2013. A surgeon noticed the fractured exeter stem on x-ray on (B)(6) 2013. He will plan a revision tha to replace the stem on (B)(6) 2013.